Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy procedure performed on an unknown date. During the procedure, the balloon burst causing the patient to spasm. No further information per account.